Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right atrial lead exhibited noise which resulted in auto mode switch episodes. The device was reprogrammed. The patient was asymptomatic.